Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump died 8 times without warning within 5 days and alarmed for battery out of limit. The battery out of limit alarm occurred after the batteries were out of the insulin pump for too long and the customer was advised that this is normal insulin pump behavior. The customer reported that no low battery alarm occurred before the off no power alert. The insulin pump was not dropped or bumped and the batteries were not previously used. The battery cap was not loose, cracked, or damaged and there were no unattended alarms. The insulin pump had not been exposed to moisture. The battery cap contacts were not missing or damaged and the battery tube and spring were not damaged or corroded. The customer was advised to replace the battery. The insulin pump also had a alarmed for a weak battery. The blood glucose reading was 200 mg/dl. The insulin pump was not alarming at the time of the call.